Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 250ml cassette leaked medication, cytostatic drugs. The issue was discovered during the final check before it was sent to the patient. The leak was observed at the top of the cassette. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to MFR: 4/10/2026. H3 and h6 codes - updated. One used device sample from the same lot was returned for investigation. Four images were received showing leakage from the cassette. The device was visually inspected. There were no anomalies noted upon visual inspection. Functional testing was performed. A leak was observed from the internal bag and also a tear was observed at the internal bag. The allegation made by the complainant was confirmed. The probable cause was determined to be unintentional damage to the bag when closing the side panel. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.